Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). This occurred during the initial drain cycle of peritoneal dialysis therapy. The patient stated that he had disconnected in order to replace solution bags. The patient indicated that he did not use proper disconnect or reconnect procedures. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However disconnecting and reconnecting to the device without using proper procedures and replacing solution bags are known causes of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.